Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 185 mg/dl and 97 mg/dl after a manual injection of insulin. The customer was assisted with troubleshooting. Customer states insulin was squirting out during the manual prime process. Customer states the rewind message occurred after an alarm or alert. Customer states they were able to rewind but insulin pump had compromised force sensor system alarm again. Customer states the drive support cap appears normal or recessed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.